Event description:
It was reported that the patient experienced an infection. It was also reported that the patient experienced erosion. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.